Manufacturer narrative:
.

Event description:
It was reported that several weeks following a procedure using an entact septal stapler, the surgeon noticed pinpoint perforations in the patient's septum. The surgeon feels the pinpoint perforations are not healing as they should. No details were provided regarding any post operative treatment administered.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors not associated with the manufacture or design of the device which may have contributed to the reported event include preexisting conditions that could compromise and/or affect healing of the surgical site, or possibly inadvertently firing the empty device which will cause the implant guide needle to pierce and make a hole in the septum. The instructions for use (IFU) for the device contains warning and precautionary measures regarding use of the device. No lot number was provided; hence a review of manufacturing records could not be completed. However, there are no indications that would suggest that the device did not meet product specifications upon release into distribution.